Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcwa10019. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if the matter in which the device was removed from the packaging contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter was deformed; therefore, the catheter was not used on a pt. Another recanalization catheter was used to perform the procedure. There was no pt involvement.